Event description:
It was reported that iab was inserted on 02/05. The same day the datascope console experienced a "leak alarm". Four day later, when clinician tried to remove the iab, blood was observed in the helium tubing. He suspected a rupture. Difficulty was noted during the removal and the catheter had to be removed surgically. A cut down of the aorta was performed to remove the catheter. There were no reported pt complications.